Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no alleged malfunction occurred with device.

Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis after reporting a bg of 450 mg/dl and feeling ill. The user was treated in the hospital with IV insulin and was discharged the following day. No specific cause for the elevated bg was identified and the user has since resumed ilet therapy.